Manufacturer narrative:
The insulin pump passed rewind test. However, the device seated at the beginning of the displacement test followed by unexpected insulin flow block alarms due to corrosion at the force sensor assembly. The electronic. Motor and battery tube assembly were found with corrosion damage per visual inspection. Unable to perform prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due insulin flow block alarms. The device was received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had an insulin flow blocked alarm when priming. The customer¿s blood glucose level was 110 mg/dl. Troubleshooting was performed. The customer filled a new reservoir. The customer stated that the insulin pump alarmed an insulin flow blocked alarm. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.